Manufacturer narrative:
(B)(4). The customer service engineer (cse) spoke with the respiratory therapist and had her perform an oxygen (o2) sensor calibration. The ventilator then passed the o2 calibration which corrected the issue. No other problems were noted.

Event description:
It was reported that the oxygen (o2) calibration failed during patient use. The patient was transferred to an alternate ventilator without any reported harm.